Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Subject is a (B)(6) male with a current bilateral segmental pe and lle dvt in the common femoral and external iliac veins. He was enrolled in preserve (B)(6) 2017 and an option elite retrievable vena cava filter was placed same day. Anticoagulation was contraindicated due to a prior gi bleed. On (B)(6) 2017 a portal vein thrombosis was noted and the subject underwent a splenectomy to relieve portal hypertension and decrease biliary variceal bleeds. The event resolved with sequelae on (B)(6) 2017 and was considered possibly related to the ivc filter or procedure.